Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 268 mg/dl. Treated with manual injection. The blood glucose reading at the time of the event was over 400 mg/dl. Customer experiened ketones and dry mouth. Customer admitted into ICU. Hospital treated with IV fluids and insulin. Customer stated that the drive support cap is loose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.